Manufacturer narrative:
Device sample was not returned to manufacturer for investigation to confirm or investigate reported complaint that the device will not inflate properly. Without the physical presence of the device for investigation, the root cause could not be determined of attributed to either human, manufacturer, or environmental cause.

Event description:
It was reported that the device will not properly inflate. There was no patient involvement and patient harm or adverse event.